Event description:
Reportedly, during a laparoscopic lower anterior resection, while trying to remove the instrument the surgeon noticed the instrument did not staple the colon together. No staples were observed in the pelvis of the pt, but the knife blade did cut the distal colon/rectum. The anastomosis was hand sewn. The pt had to be opened, converting the laparoscopic lar to the conventional lar.